Event description:
Ous MDR - patient has sinus node dysfunction, is pacing dependent , and has a primary dddr implant. While on table, upon transfer to bed , asystole occurred due to non-capture. CPR was initiated and the patient was resuscitated and then intubated. An emergency transvenous pacing wire was inserted. When the device was interrogated, there was no sensing or capture on both a and v leads. Under fluoro the leads did not appear displaced. The pocket was opened and leads interrogated showing perfect parameters. It was noticed upon interrogating the device that both ra and rv leads were in unipolar configuration. Conclusion - probably air entered into pocket during transfer of patient , resulting in loss of sensing/capture because of unipolar configuration. This device remains actively implanted. Should additional information become available, this event will be updated. The report to the ous competent authority noted patient death.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were notified the serial first provided to us ((B)(4)) was incorrect. The correct serial number has been provided.